Event description:
The following was reported to davol by the patient: it was alleged that in 2004 the patient was implanted with a perfix plug during repair of the left inguinal hernia. Since implant the patient reports he has had severe crippling pain that radiates down his leg making it difficult to walk at times. The patient has not followed up with any physician as of yet.

Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. The patient alleges since the 2004 implant of a perfix plug he has had severe crippling pain that radiates down his leg making it difficult to walk at times. He also reports that he has not followed up with any physician as of yet. We have requested additional information/medical records, the patient stated that he will not be providing medical records at this time, and has supplied all the information he has. Patient stated he would follow up with davol if/when he follows up with a physician. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. This MDR includes all patient, event and device information davol has received to date. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted.